Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor had connection issues with the insulin pump and was alerting sensor signal not found. Customer was assisted with troubleshooting and was advised to insert new sensor. Blood glucose level at the time of the incident was 46 mg/dl which was treated. The customer was advised that the sensor would be replaced. No product is expected to return.